Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 43 months of support, the pt was readmitted due to brown urine output. The hospital exchanged the pt's pump due to suspected thrombosis.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.